Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture, anxiety - product/procedure.

Manufacturer narrative:
Clarification to h.6: e020201 was reported in error. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician confirmed rupture and reported an exchange from textured to smooth due to patient's concern with the product. Diagnostic findings showed "intracapsular rupture", "suspicion for silicone migration" and an "axillary adenopathy". The device has been explanted and replaced.